Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during maintenance on a 980 ventilator, the graphic user interface (gui) printed circuit board (pcb) was found to have a burnt section. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.